Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent excision of anterior mesh and laparoscopic hysterectomy on (B)(6) 2012 along with hysterectomy due to rectocele. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, bleeding, recurrence, neuromuscular problems, constant buttock pain, groin pain on right intermittent - when pain presents unable to walk and vaginal scarring. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.